Event description:
It was reported that during a prostate procedure the laser system was in "stand by mode" and would not clear. The physician used a "resectoscope instrument and took down some more of the prostate tissue" to complete the case. There was no report of a pt injury.